Event description:
New information received indicates that the patient presented for an in-clinic follow-up experiencing discomfort, dyspnea and worsening heart failure. The patient's medication was adjusted. The patient was in stable condition.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited post paced t wave oversensing, high threshold and extracardiac stimulation. Bleeding was also noted at device implant site. Programming changes were made. The patient was stable.